Event description:
Dealer states he just replaced the tilt actuator and wanted to recalibrate. The recline would not calibrate. It goes about halfway back an stops and will not manually override in diagnostics.